Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring high blood glucose reported at 327 mg/dl and low blood glucose reported at 45 mg/dl while using the ilet with a dexcom g7, with behavior including frequent breakfast announcements, use of meal announcements as corrections, overtreatment of lows, and occasional false meal announcements; a soft reset had not improved outcomes, and a full factory reset with re-pairing was completed with guidance and the user was instructed to wait for the initial continuous glucose monitor (cgm) reading before transitioning to bionic mode. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Thank you for your attention to this summary.